Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that tip detachment occurred. An opticross imaging catheter was selected for use during preparation. When it was attempted to be advanced into the guidewire, it was noticed that the tip of the catheter was missing and the transducer was exposed. The distal tip part was found and discarded. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: device analysis revealed detached imaging window from the lap joint and was not returned with the device. No other visual damages were observed. The measure of the lapjoint was within specification.

Event description:
It was reported that tip detachment occurred. An opticross imaging catheter was selected for use during preparation. When it was attempted to be advanced into the guidewire, it was noticed that the tip of the catheter was missing and the transducer was exposed. The distal tip part was found and discarded. The procedure was completed with another of the same device. No patient complications were reported.